Manufacturer narrative:
After reviewing devices images, it was confirmed that the catheter disconnected at the ro band. It was determined that if an improper adjustment of the right clamp backstop is made during assembling process, the catheter may not be inserted far enough or too far into the pirf generator, therefore, an appropriate ro band bond to the proximal (hub) and distal (pigtail) sections of the catheter may not be performed. As an immediate containment action, lower level lot number were identified that had potential units associated with the finished part number which had disconnection of the ro band. There were no remaining inventory of the lower level part number. An engineering change was introducted to secure the clamp on the pirf generator. To prevent movement of the right clamp of the ro band bonding pirf platform, the right clamp stop screw was locked into place with tamper proof glue to prevent any adjustment by an operator. A health hazard evaluation was performed and it was determined that no additional field service correction activity was required. Previous to the engineering change in february 2014, a pull test was performed at each lot start-up and lot end to verify that the set-up and performance of the ro band bonding process was acceptable. Each unit that goes through the ro band bonding process is 100% visually inspected under 10 x magnification for cracks in the bond line. The complaint lot was manufactured before the engineering changes. No other complaints have been reported for product manufactured after the engineering change was implemented. Argon continues to do the pull testing and visual inspection on current product.

Event description:
A catheter broke at the ro marker. Surgical intervention was necessary during the operation to remove the broken piece from the body. Several requests were sent for completion of the product experience report with details of the complaint. Information was received regarding surgical intervention on (B)(6) 2014 with the complaint form. The date of the event was reported as (B)(6) 2013.